Event description:
It was reported that the patient experienced pain and heat at the ipg site while charging. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted to address the issue. It was noted during the procedure that the pocket site was infected. The patient was administered antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for infection cannot be verified during lab analysis. Per event details, the patient experienced heating around the ipg pocket when charging the ipg. During the ipg explant, it was discovered that the ipg pocket was inflamed and infected. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. Surface temperature testing was not performed on the ipg as the ipg case had to be cut open and the ipg battery recovered. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.